Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2012. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant of the device, the setscrew for the right ventricular coil would not "wratch it". The setscrew would loosen, but the wrench failed to torque when tightening the screw. A second wrench was used with the same issue. The device was not used and a new device was implanted with no issues. No patient complications have been reported as a result of this event.